Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. After this date the device appears to have developed a fault. The problem with the device was attributed to a fault in the membrane. The constantly illuminated green status led and higher current drain would have depleted the pad-pak. The device history log indicates the device performed to specification for 18 months so the fault developed over time. The green status indicator was constantly illuminated because of a short in the membrane which created an abnormal current path to the status led. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the green status indicator was constantly illuminated and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.